Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had high and low blood glucose incidents without hospitalization when using the insulin pump. The caller stated that, several times, prior to insulin pump therapy, the paramedics were called to treat the customer's low blood glucose. The caller stated that the customer passed away at home, under hospice care, on (B)(6) 2016. The cause of death was stage four lung cancer. The customer was not wearing the insulin pump at the time of death; it was disconnected two weeks after going into hospice care because the caller did not know how to operate the customer's insulin pump. The caller did not know the customer's blood glucose at the time of death. The last recorded value was 90 mg/dl on (B)(6) 2016. The customer was diagnosed one month prior to passing. The caller stated that the customer had heart disease, triple bypass surgery ten and a half months ago, had a mini stroke approximately three years ago. The insulin pump will be returned for analysis.